Event description:
It was reported the siderail was non-operational due to a broken weld. No adverse events are reported.

Manufacturer narrative:
It was reported a patient was repositioning themselves and used the siderail to brace him/herself, and the weld underneath the siderail spindle broke. No adverse events are reported.